Manufacturer narrative:
Box h: based upon updated information, non-reportable rationale change from: "diminished or distorted audio is detectable by the user allowing them to implement alternate means of monitoring as warranted. The user would be aware of the problem based upon the sound quality of alarm tones." To: "a speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated."

Event description:
It was reported the device had a speaker failure. It is unknown at this time if the device produced sound. It is unknown if the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and they recalled there was a speaker inoperative message present. The rse ordered a replacement speaker and dispatched a philips fse onsite for further evaluation. The following functional tests were performed: the fse turned on the module and discovered the alarm sounded correctly. The fse tried using the volume and it had no issues. The fse confirmed there was no speaker inoperative message present. The customer claimed they could not hear the heart rhythm when patients were put on the pulse oximeter, so the fse increased the volume from 0 located in the heart rate menu. The fse indicated he could hear the alarms all the time, but he couldn¿t hear the heart rate sound, because somebody had muted it, and the clinician asked how they could activate it again. The rse closed out the work order and returned unopened material previously ordered. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The volume had been muted, and the customer asked the fse to increase it again. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Correction mfg report : upon further review, the issue was deemed to be reportable. Correction: internal communcations (ic) confirmed that the device was in clinical use.

Event description:
It was reported the device had a speaker failure. It was unknown at the time if the device produced sound. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Based on updated information, the record has become non-reportable. Diminished or distorted audio is detectable by the user allowing them to implement alternate means of monitoring as warranted. The user would be aware of the problem based upon the sound quality of alarm tones. A philips remote service engineer (rse) interviewed the customer, and they recalled there was a speaker inoperative message present. The rse ordered a replacement speaker and dispatched a philips fse onsite for further evaluation. The fse turned on the module and discovered the alarm sounded correctly. The fse tried using the volume and it had no issues. The fse confirmed there was no speaker inoperative message present. The fse closed out the work order and returned the material previously ordered by the rse. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.